Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no delay in procedure and no impact on the patient.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The analyst reviewed the logs and archive. There were 2 sessions of application logs present of the issue date. In the 2nd session, the user only went until the registration and navigation task and the session captured multiple successful registrations with the error metrics varied between 3mm to 2mm approximately and multiple unsuccessful registrations as well due to the accuracies exceeded 5mm. The archive had 5-mr exams and 1-CT exam. All exams were loaded with warnings and restrictions due to spacing and thickness were different from each other and more than 2mm. Only mr-1 exam loaded without warning but it had also difference between spacing (0.50mm) & thickness (0.99mm). For registration, mr-1 spacing (0.50mm) & thickness (0.99mm) and mr-3 spacing (6.50 mm) & thickness (5.00 mm) were used. There were 2 registrations present in the archive with 2.1 mm and 3.3 mm accuracies. In both registrations, the tracing pattern was not good as less amount of points were collected and lot of points were under the skin and in the air as well. The analyst suspected due to the scan quality and the tracing pattern was done, it caused the issue of the inaccuracy. They suggested to improve the quality of the scans and to use them as per the protocol and to allow more anatomy to register on and trace the points in the suggested blue area and avoid applying excess pressure while tracing so that points do not sink below the surface of the model. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. H3: a manufacturer representative (rep), went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, 019, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information. Regarding a navigation system being used intra-operatively, during a cranial resection procedure. It was reported, that the site experienced an alleged inaccuracy, while in surgery. After the events of another case. Unknown direction and distance of inaccuracy. Patient present, unknown delay, impact unknown, no further information available.